Event description:
The customer reported the visera elite xenon light source spare lamp malfunction. The event occurred during preparation for use and similar device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, an e207 error was noted due to a defective spare lamp. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that there was an emergency light failure that resulted in an e207 error, however, the cause of the light failure could not be specified. Olympus will continue to monitor field performance for this device.